Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient'¿s complaint, and the allegations contained therein are unverified. This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00261 & 00282).

Event description:
Patient reported to have undergone a right total hip arthroplasty on (B)(6) 2008. Patient subsequently alleges the presence of a pseudotumor, secondary to elevated metal ion levels. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay date of birth, which was unknown at the time of the initial medwatch. This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00261 & 00282).

Manufacturer narrative:
This follow-up report is being filed to relay a correction in the event description.

Event description:
Patient reported to have undergone a right hip resurfacing arthroplasty on (B)(6) 2006. Patient subsequently alleges the presence of a pseudotumor, secondary to elevated metal ion levels. No revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.